Event description:
The customer reported that the system would not make an exposure. This resulted in no live image being displayed. There is no report of injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an on site investigation. The fluoro functions board and the power supply were replaced during the service call. The system was tested and found to be working as intended and put back into service.